Manufacturer narrative:
Visual assessment of the device shows the triggers has been fully advanced and is locked within the handle. No ts or suture were returned. The depth limiter has been trimmed to the surgeons desired length. The distal end of the needle is dramatically bent. The condition of the device indicates the needle was bent during use not allowing for the proper deployment of t2. Further investigation is not warranted at this time. Credit will not be issued.

Event description:
It was reported t1 was deployed, t2 was stuck in the shaft and did not deploy. No delay was noted, no patient injury or complications were reported.